Manufacturer narrative:
Intuitive followed up and obtained the following additional information: the case was completed using the second console and there was no harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported failure; however, the right master tool manipulator (mtm) was replaced per customer satisfaction. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) system where all test passed within specification. Once testing was completed, the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration was the potential source of the reported event. The potential root cause for this failure can be attributed to calibration issues from the mtm in the surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the right master tool manipulator (mtmr) was acting funny. The customer clarified that the mtmr on the surgeon side console 1 would jerk backwards on its own when the surgeon was controlling it. The procedure was completed with no reported injury.